Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced severe hypoglycemia on (B)(6) 2026 while wearing the pod for an unspecified duration. The patient¿s blood glucose level decreased to approximately 40 mg/dl, and symptoms included slurred speech. According to the legal guardian (lg), the patient¿s glucose levels were running low during the night, and while half asleep, the patient continued administering additional bolus doses instead of reviewing the glucose readings. The patient self-treated with a peanut butter sandwich and juice. Paramedics arrived at the patient¿s home, assessed the patient, and confirmed a diagnosis of hypoglycemia. The lg reported that paramedics administered an unspecified "fast-acting liquid," after which the patient's blood glucose reportedly increased rapidly within minutes.